Manufacturer narrative:
Although requested, device will not be returned to the manufacturer at this time. Results pending completion of the investigation.

Event description:
The customer reported that a cardinal health rapid hcg combo test was administered on (B)(6) 2020 to a patient as part of pre-operation protocol and received a false positive result. The test displayed a faint line in the test region and was read at 3 minutes. The serum quant performed on the same day was tested on a siemens vista 500 and yielded a negative result of <1 miu/ml. Although requested, no further information is available. No treatment was provided or withheld based on the false positive result.

Manufacturer narrative:
D4: UDI (B)(4). G3: 12/07/2020. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. Return sample was received, but it was shipped at room temperature. Due to improper shipping conditions the sample was not tested. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.